Event description:
An adult intubated pt was receiving aerosol therapy with the airlife valved tee adapter 002061 on a hudson ventilator circuit. A respiratory therapist involved stated the 002061 adapter "slipped off" the circuit and the pt coded.

Manufacturer narrative:
The distributor stated that the device involved was discarded. The user facility reported having three lots of 002061 adapters. Devices from the same lot as those pulled from the user facility meet all product specifications. Product design meets astm designation: "standards specification for conical fittings" "anesthetic and respiratory equipment -- conical connectors - part 1: cones and sockets." No other similar incidents have occurred.